Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error larm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the device was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer reported that the power error alarm recurred within a week after troubleshooting. The insulin pump was returned for analysis.